Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/25/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported a patient underwent a laparoscopic incisional hernia on an unknown date in 2023 and barbed suture was used. The barbed spiral suture used did not mechanically hold the two flaps of tissue. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 device not returned additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: unknown. Is the patient part of a clinical study unknown. Device property of none. Device in possession of none. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Presumably, there might have been a reduced gripping of thw wings that led to a reduced hold of the suture. Were there any treatments given to the patient were prescribed or just routine cleaning? N/a. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Laparoscopic incisional hernia. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose no. What is the lot number & product code? Unknown. Could you please clarify if the patient presents dehiscence? Please confirm unknown. What was the name of the index surgical procedure? Laparoscopic incisional hernia did the patient undergo a second procedure or a reoperation because of the reduced hold of the suture? I don¿t know. Did an incisional hernia occur because of the reduced hold of the suture? I don¿t know what is meant by ¿wings¿ in the statement of there might have been a reduced gripping of the wings? I don¿t know. Did the barbs not hold? Yes they had little grip. Are there any adverse patient consequences? I think no. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name:irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.